Event description:
It was reported that the patient presented in clinic due to dyspnea. Device interrogation revealed rate response issue on the pacemaker. Fluoroscopy was done and found no issues. The physician elected to explant and replace the pacemaker. The patient condition was stable.

Manufacturer narrative:
Field event of pacing problem and rate response issue were not confirmed. As received device was in normal range of operation and no anomalies were noted. Electrical, longevity, and visual analysis was normal with no anomalies found.